Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that she had a mdt scs placed in 2004 and it was not working so they "switched to big paddles" and pt possibly had the device replaced a year later. Caller states pt now says she has a boston sci external device. Caller had no other detail to provide.